Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify back light anomaly, rewind anomaly and charge or battery lasts less than expected anomaly due to buttons not responding. Device received with cracked battery tube threads, cracked reservoir tube lip and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen of insulin pump had button was harder to press and insulin was squirted. Customer stated that the insulin pump had unexplained no delivery alarm and battery life about a week. Crack on insulin pump battery compartment and lower during rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.